Manufacturer narrative:
Date of event was estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2022-00370. It was reported patient was experiencing ineffective therapy. Diagnostics indicated that some contacts were exhibiting high impedances. Programming was unable to solve the issue. Also, reported that the leads were fractured and as such the entire system was explanted.